Event description:
Patient (B)(6) - stent dislocation, dysphagia + user error (stent removed). Stent 2: evo-fc-r-20-25-10-e (c1685652) procedure: location of proximal end of stent in esophagus? Distal/ lower esophagus. Location of distal end of stent? Duodenum. Were any additional procedure (s) performed during the study procedure? Yes-dilation. Were any adverse events documented during the stent procedure? No. Was tumor-reduction therapy documented during follow up: yes - chemotherapy received. User error: after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding. At the conclusion of follow-up what was the status of the study: stent stent removed endoscopically 50 days post stent placement. Reason for removal: stent no longer needed. Event details: adverse event: gastrointestinal-dysphagia. Adverse event onset:186 dayss post stent placement. Event treatment: endoscopic-study stent removed. User error: this stent is not intended to be removed after initial stent placement procedure and is considered a permanent implant. Event status at time of study exit: resolved (patient recovered/stabilized) was the event considered to be related to the study device? Related. If related, please provide a detail description of how study device caused or contributed to this event: stent dislocation. Was the event considered to be related to the study procedure? Related. If related, please provide a detail description of how study procedure caused or contributed to this event: stent dislocation. Did a pre-existing condition, or other condition or circumstance cause or contribute to this event? Yes-eosopago-jejunostomy following gastrectomy. Patient oucome: were there any medical problems or complications documented after the study procedure and through follow-up medical record review? No. Primary reason for study exit: malignant indication-through 6 months post stent placement. Did the event lead to patient death? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the 01x evo-fc-r-20-25-10-e device of lot number c1685652 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿mdr2054¿ to capture off label use, use error, stent migration and dysphagia the following were also raised in response to this pmcf study/journal article: ¿ pr (B)(4) - patient 104-009 stent #1- user error: patient received chemotherapy after stent placement. (Emdr# 3001845648-2022-00825) the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the IFU (ifu0067), stent migration and dysphagia are known potential adverse events associated with upper gi endoscopy: ¿those associated with gi endoscopy include, but are not limited to: perforation, haemorrhage, aspiration, reflux, vomitting, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." ¿additional adverse events include, but are not limited to: airway compression, allergic reaction to nickel, aortoesophageal fistula and arterioesophageal fistula, chest or retrosternal pain, death (other than due to normal disease progression) dysphagia, edema, erosion or perforation, esophagitis, fistula involving trachea or bronchi or pleural space, food bolus impaction, foreign body sensation or reaction, gas bloat, inadequate stent expansion, intestinal obstruction secondary to migration, mediastinitis or peritonitis, nausea, pain/discomfort, reocclusion, sensitivity to metal components, sepsis, stent misplacement and/or migration, tracheal obstruction, tumour overgrowth, wire entrapment.¿ upon reviewing the complaint detail/events provided, it was noted that the device was used against the intended use outlined in the IFU. As per the IFU, the intended use is listed as ¿this device is used to maintain luminal patency of the esophagus in cases of: obstruction caused by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas¿ while the complaint device was used to treat ¿a stenosis between distal/lower esophagus and duodenum,¿ this resulted in the migration of the stent 186 days post-placement, causing dysphagia and was endoscopically removed as a result. Furthermore, as per the warnings section of the IFU, ¿after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase the risk of stent migration due to tumour shrinkage, stent erosion and/or mucosal bleeding¿. As per the casebook, post-placement chemotherapy was administered which is deemed use-error. The use of chemotherapy post-placement could have also contributed to the stent migration and subsequent dysphagia. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off-label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The instruction for use advises that the intended use ¿¿ this device is used to maintain luminal patency of the esophagus in cases of; obstruction cause by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas.¿¿ it is known from the available information that the stent was used to treat a malignant stenosis of the gastrojejunostomy. It is known from the available information that the off-label use contributed to stent migration and subsequent dysphagia reported. It may be also noted that the user has not complied with the requirements of the IFU and/label as it is known from the available information that the patient received chemotherapy after stent placement. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did experience an advers effects due to this occurrence. As per the casebook, 186 days post-placement, the stent migrated and caused dysphagia. The stent was removed endoscopically. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 31-jan-2024.